Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation for this issue. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with 200 units of insulin. In addition, the customer reportedly removed insulin from the cartridge and reinserted the insulin into the same cartridge. The customer's blood glucose level was 106 (mg/dl). The customer loaded a new cartridge successfully and resumed pump therapy.